Manufacturer narrative:
Additional information: e1(initial reporter): (B)(6). Updated fields:b4,e3,g3,g6,h2,h6(type of investigation, investigation findings, conclusion),h11. The failure analysis and testing dept. Received blood pressure transducer cable adapter with a reported unit failure of no ibp readings and cannot zero transducer.the failure analysis and testing dept. Performed visual inspection of the part received and found that the bp transducer adapter cable is in good condition.the failure analysis and testing dept.installed in the cardiosave test fixture and tested to factory specifications per procedure and cardiosave service manual.the failure analysis and testing department was able to replicate the failure of no ibp readings and cannot zero transducer.the failure analysis and testing depart.verified that the bp transducer cable adapter is defective.retaining the bp cable adapter in the fat dept.the most probable root cause per the dfmea is excessive stress or fatigue. A getinge field service engineer (fse) tested ibp with simulator and duplicated failure.the customer supplied ibp interface cable from their inventory and failure was corrected.the unit passed all functional and safety tests per factory specifications and was returned to the customer.

Event description:
N/a.

Event description:
It was reported by the customer that during use the cardiosave intra-aortic balloon pump(iabp) not reading arterial line. There was no patient harm or injury reported.

Manufacturer narrative:
Due to characterization limit in e1 event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.